Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficulty to remove was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Although the reported difficulty removing from the dispenser coil was unable to be confirmed, a potential product quality issue has been identified related to difficulty removing the pressurewire from the dispenser coil; therefore, a CAPA has been initiated. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The noted break of the distal tube and microcables were not reported and likely occurred during the reported difficulty removing from the dispenser coil.

Event description:
It was reported that the pressurewire x, wireless device met resistance during removal from the hoop coil (did not come out of the coil smoothly). Therefore, the device was not used in the patient and the procedure was completed with another pressurewire device. There was no patient involvement and no clinically significant delay in the procedure. Return device analysis revealed the distal tube and micro cable were separated from the proximal tube but held together by the core wire. No additional information was provided.